Manufacturer narrative:
One device was received. Visual inspection: cracked front cover. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The pump was noisy confirming the complaint. A root cause was a faulty pump however it is unknown what caused the problem. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken: replaced pump, front cover, and reservoir gasket. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer re-circulation pump was making excessive noise. No report of patient involvement.